Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the nurse on (B)(6) 2011 regarding the use error, it was revealed that the issue was resolved, and the home patient (hp) had not had any issues since then. Per nurse, the hp had report the event to her, and they had discussed the proper procedures with the hp. Per nurse, hp did not have any injury or harm as a result of this incident. No further information was provided. This complaint for a check your position alarm was not confirmed. Based on the complaint information, the root cause was determined to be closed patient line clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) regarding a check your position alarm that appeared on the home choice (hc) during fill 1. During troubleshooting, the home patient (hp) reported the patient line clamp was closed and there was air in the patient line. Global technical service assisted the hp in ending therapy. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.